Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 01/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: review of the black box history revealed a loss of prime warning associated with a low non-zero force event. An ezprime sequence and a 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor calibration check revealed that the pump was calibrated correctly. The pump cover was removed and no moisture or damage to the force sensor circuit was observed. The battery compartment was observed to be cracked at the case seal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue.the reporter stated that the loss of prime issue remained unresolved after multiple cartridge changes from two different boxes. The reporter stated that the cartridge cap was tight, and denied any power loss and exposure to drastic change in temperature and force. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.